Event description:
Additional information was received, noting that the type of procedure is unknown; however, the procedure was completed using another cv-190.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The customer's complaint could not be duplicated and a definitive root cause could not be determined. According to the instructions manual for the device, the possible cause of a b30 code indicates that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The instructions manual states the following as a potential solution: "wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii video system center was presenting a b30 scope communication error during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. A full technical evaluation was completed, but the evaluators were unable to reproduce the reported b30 error. The unit was tested with several different scopes and all scopes functioned properly without any error messages. Though, the evaluators did noted that the software on the subject device was outdated and required upgrading. If additional information becomes available following the device evaluation, a supplemental report will be filed.